Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receives error when attempting to generate carelink report, carelink report is not displayed as expected. The customer reported no adverse event. The event involved product(s) unk_carelinksw. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for nonphysical devices.

Manufacturer narrative:
Helpline reports that user is seeing error while generating any reports in carelink application. Testing or analysis confirmed that the report generation error occurs for the provided user. The issue is verified based on the error message viewed while report generation. As part of the investigation, the reported behavior was reviewed and assessed against the current application requirements. The analysis identified that the configured breakfast and overnight time settings were overlapping, which can impact report generation. The issue is confirmed. To assist with the resolution, we provided below feedback to helpline. We see that breakfast and overnight time is overlapping. Please update the settings without overlap and try to generate report. Requested helpline to inform customer to update mealtime settings in the preferences section of the customer's account. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document. The root cause of the issue was identified as overlapping meal period preferences, which resulted in the reported problem. Helpline confirmed that they have tried reaching the customer to confirm, however they did not have receive any response despite multiple requests. Helpline requested to close the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.